Manufacturer narrative:
Device eval of electrode belt sn# (B)(4) has been completed. Upon evaluation, the electrode belt's distribution node (dn) to ECG c and d cable was pulled from strain relief. The pulled cable caused the brown (lead 1-) wire to open in the cable. The root cause for the pulled cable was unable to be positively determined, but was likely excessive force. No adverse event resulted from the damaged belt. The last pt to use this e-belt did not report any deficiencies.

Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn# (B)(4), the belt had a damaged cable. The last pt to use this electrode belt did not report any deficiencies.